Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic (B)(4) representative. The customer reported via phone call of high blood glucose of 500mg/dl and a detached infusion set. The customer treated with an injection and has contacted their diabetes specialist. Troubleshooting found that the tape for the infusion set did not adhere properly and did not detach from the customer's body. No further troubleshooting was performed and no further details were given.